Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump had given an alarm and powered off. When the patient attempted to replace the battery and power the pump back on, there was no alarm in the pump's history. This complaint is being reported because it was not resolved when the customer contacted the distributor. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box review showed one pump reboot event on (B)(6) 2013 and that the pump was ¿off¿ for 3 days. There was no observable damage to the battery compartment or battery cap. The pump powered ¿on¿ and displayed the proper ¿verify¿ screen. The battery cap was tightened and then unscrewed a half turn with no reboots occurring. The pump was primed and exercised for a (B)(4) hour period with no power interruption occurring during the test. Inspection inside the pump showed no observable damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.